Event description:
It was reported that the IV was inserted using proper technique but did not fully retract. The needle slid out of the safety chamber. The device was not pushed until it clicked before being disconnected from the patient, which resulted in a needlestick injury to the clinician. There was patient involvement and no reported patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.